Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the health care professional via a manufacturer representative regarding a tab extender used for oblique lateral interbody fusion therapy for levels l4/5. After this, repositioning was performed, followed by pps placement. It was reported that the procedure was performed according to the surgical technique guide and progressed without issue through final tightening; however, the tab bent partway, possibly because it was not fully seated during tab breaking. There were no patient symptoms involved in this event. There were no further complications reported regarding this event.